Event description:
It was reported that this implantable lead was not successfully implanted due to the physician punctured a vein or something. This lead was never in service. A new lead was successfully inserted. No additional adverse patient effects were reported.